Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that he insulin pump had a sticky button as well as plastic was missing. Customer¿s blood glucose value was 10 mmol/l. The device will return for the analysis. Customer was advised to discontinue the use of the insulin pump and revert the backup plan as per health care professional. The device will not return for the analysis.